Manufacturer narrative:
The full lead was returned and analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended, it was stretched and bent out of specification. No further helix testing possible.

Event description:
It was reported that during the implant procedure, there were problems with the helix of right ventricular lead. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.